Event description:
The reporter contacted animas on (B)(6) 2012 stating that the up arrow, down arrow and ok keypad buttons were intermittently unresponsive. The reporter stated that a few boluses were missed due to the buttons not responding at times to presses. The patient reportedly wore the pump exterior to a garment and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): testing confirmed the "ok" and "up" keys to be intermittently unresponsive. The keypad was intact and was removed to inspect key contacts for contamination, which was found under all key contacts. The "up" key contact was misaligned. Unrelated to this complaint, the display screen is faded and discolored and difficult to read. Replaced faded display with test display, which was fully functional; completed the testing with test display. Pump was also returned with a cracked battery case.